Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 . Mayfield triad skull clamp (a1108) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the index knob and the lock needed new components added to replace worn internal parts. Unit was machined to have heli-coils added to the large starburst threads. The set screw in the swivel base was tight. Unit received without adjustment wrench. General maintenance, cleaning and replacement of worn components performed. Root cause analysis: the reported complaint was confirmed via inspection of the unit. Unit received showing signs of wear. The lock had movement. The index knob and lock needed new components added to replace worn internal parts due to routine wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield triad skull clamp (a1108) would not stay locked at 60mm. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.